Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle was unable to deliver medication with 2 unspecified bd pen needle. The following information was provided by the initial reporter: it was reported that needle was blocked.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/30/2020. H.6. Investigation: customer returned two (2) used 32g x 4mm bd pen needle without a cover, tear drop label, or inner shield attached. Consumer reported that needle was blocked and bent. The returned pen needles were examined, and it was observed that both pen needles had bent non-patient end (npe) cannula. No evidence of manufacturing defect was observed. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged. Since the samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10.

Event description:
It was reported that the needle was unable to deliver medication with 2 unspecified bd pen needle. The following information was provided by the initial reporter: it was reported that needle was blocked.